Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20118 is cancelled and void as a result.

Event description:
It was reported that microset,non dehp,dc,15,needle free was clogged. The following information was provided by the initial reporter: our homecare provider tcp has come up against some serious compatability issues with the new giving set for the bodyguard 323 pumps ¿ details below. They have apparently lodged it as a complaint with rockford so you will undoubtedly get to hear about it. The sets that had be proposed by rockford appear to have an issue whereby the pump is alarming high pressure. Tcp had previously conducted their own test with this giving set with water for injection, however it appears when the drug is reconstituted, the viscosity of the medication is obviously not compatible with the giving set/pump sensitivity. Routine troubleshooting measures are not resolving the situation. This happened initially with a patient yesterday while the nurse was with the patient, and separately niamh carried out a visit this morning to assess whether yesterday¿s alarm was a once off occurrence. Unfortunately the outcome was similar. The infusion was completed by changing the pressure setting on the pump. A query has gone through to med. Info on whether this is a long term resolution, however we do not feel this is a reasonable solution for the patient as it will impact on the training originally provided and each patient would have to be notified +/- additional nurse visits if required. As a result we have had to regroup on our original plan and the following steps have taken place; infusion set and pump from today¿s visit have been returned to rockford for further testing, however our nurse manager is confident that this issue originates from the giving set. A complaint form has been completed with rockford to highlight the above issue. There is another giving set available, we are trying to determine at this point if rockford have some in stock, if not we will be asking for samples of this set to be forwarded to tcp urgently so that we can make an assessment on whether it is a suitable alternative. Unfortunately we may be looking at mid next week before we can access these as they will likely have to come from the UK. We have instructed our warehouse team to remove any new giving sets packed for delivery on monday and replace them with the older giving set. We will have to continue with issuing the original giving set to patients due deliveries in the coming days. As we are all aware, there has been no indication of a clinical risk to the patient when using their original giving set, therefore in order to avoid any interruption to treatment, we have no alternative solution at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 12903012. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that microset,non dehp,dc,15,needle free was clogged. The following information was provided by the initial reporter: our homecare provider tcp has come up against some serious compatability issues with the new giving set for the bodyguard 323 pumps ¿ details below. They have apparently lodged it as a complaint with rockford so you will undoubtedly get to hear about it. The sets that had be proposed by rockford appear to have an issue whereby the pump is alarming high pressure. Tcp had previously conducted their own test with this giving set with water for injection, however it appears when the drug is reconstituted, the viscosity of the medication is obviously not compatible with the giving set/pump sensitivity. Routine troubleshooting measures are not resolving the situation. This happened initially with a patient yesterday while the nurse was with the patient, and separately niamh carried out a visit this morning to assess whether yesterday¿s alarm was a once off occurrence. Unfortunately the outcome was similar. The infusion was completed by changing the pressure setting on the pump. A query has gone through to med. Info on whether this is a long term resolution, however we do not feel this is a reasonable solution for the patient as it will impact on the training originally provided and each patient would have to be notified +/- additional nurse visits if required. As a result we have had to regroup on our original plan and the following steps have taken place; infusion set and pump from today¿s visit have been returned to rockford for further testing, however our nurse manager is confident that this issue originates from the giving set. A complaint form has been completed with rockford to highlight the above issue. There is another giving set available, we are trying to determine at this point if rockford have some in stock, if not we will be asking for samples of this set to be forwarded to tcp urgently so that we can make an assessment on whether it is a suitable alternative. Unfortunately we may be looking at mid next week before we can access these as they will likely have to come from the UK. We have instructed our warehouse team to remove any new giving sets packed for delivery on monday and replace them with the older giving set. We will have to continue with issuing the original giving set to patients due deliveries in the coming days. As we are all aware, there has been no indication of a clinical risk to the patient when using their original giving set, therefore in order to avoid any interruption to treatment, we have no alternative solution at this time.